Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was defective and needed to be replaced. The ventilator was investigated by our field service engineer on-site and the air gas module was found defective and needed to be replaced. It was further reported that the needed part was not purchased and unit was repaired from third party. No log files or service report has been provided. The cause of the reported component failure has not been established in this investigation.

Event description:
It was reported that the ventilator's air gas module was defective and needed to be replaced. There was no patient harm. Manufacturer's ref.#: (B)(4).